Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with no disposable (nd) alarm and pump would not restart, the patient was unable to remove the cassette to continue troubleshooting. The event occurred during infusion, with patient involvement and no harm.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.